Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: the patient had a cervical spondylotic myelopathy. The surgeon implanted a fibula into a subtotal removal part (c5, 6) and fixed c4-7 by vectra-t plate (syncage-c was used at c3/4) on (B)(6) 2013. The surgeon reported that the below translation part of plate was separated after 2 weeks from the operation. The surgeon did not find any looseness of screw. The plate was separated up and down at the sliding part. It isn't separated entirely and is engaged partially. So the surgeon expects the fibula will not be displaced and decided to monitor the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not completed; no conclusion could be drawn, as no product was received. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Date is unknown. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Based on review of x-ray images it appears that the plate is damaged and/or broken. Possible root cause: indefinable with the information presented. We cannot determine the exact root cause of this complaint.